Manufacturer narrative:
The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 150477  oss poly femoral bushings lot# unk MDR: 0001825034-2023-00312. Additional associated products: cp0002527 ti oss reinforced yoke lot# unk. Cp0002528 ti oss lkg axle cap and scrw lot# unk. Cp0002525 ti oss 7cm rt sgmt dstl fmr lot# unk.

Event description:
It was reported that the patient was revised due to the knee being unstable to varus/valgus stress. The bearing and bushings were revised, all other implants remained. No additional information available as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs (B)(4) ti oss lkg axle cap and scrw lot# unk MDR: 0001825034-2023-00311 (B)(4) ti oss poly tib bushing set lot# unk MDR: 0001825034-2023-00312 (B)(4) ti oss 7cm rt sgmt dstl fmr lot# unk MDR: 0001825034-2023-00340 associated product (B)(4) ti oss 67mm mod tib bsplt lot# unk

Event description:
It was reported the patient's knee is unstable due to varus/valgus stress and it appears the axle, yoke, and/or femoral bushings have failed. It is noted the patient is planned to be revised. Attempts to gather additional information are underway but no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use with nicks, worn and gouges. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided, but not reviewed as poly wear is not visible via x-ray. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.